Event description:
It was reported the handle needs to be replaced. Also, the door cover, on the side where the floppy drive is, won't stay closed and needs to be fixed. The programmer was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the upper case handle was broken and that system errors had occurred in the past. It was also noted that the programmer hinge plate had one missing screw and three loose screws and the (B)(4) door did not stay closed.